Manufacturer narrative:
(B)(4): the customer reported that the nibp feature of the device exhibited an error message and failed. There was no impact to the involved patient, nor was there any indication that the device was less than fully functional for the delivery of therapy. Philips obtained new information on (B)(4) 2010 that makes this complaint reportable. On (B)(4) 2010, the philips fse reported that he had verified the customer's reported nibp symptom and clarified that the device became unusable. The issue was resolved by replacing the battery.

Event description:
The customer reported that the nibp feature of the device exhibited an error message and failed. There was no impact to the involved patient, nor was there any indication that the device was less than fully functional for the delivery of therapy. Philips obtained new information on (B)(4) 2010 that makes this complaint reportable. On (B)(6) 2010, the philips fse reported that he had verified the customer's reported nibp symptom and clarified that the device became unusable.